Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's roommate, reported the customer was unable to test due to his adc freestyle insulinx meter not powering on with button press or test strip insertion. Caller further reported that on an unspecified date "last month", she went to wake the customer and noted "he was breathing heavy and not responding", due to having experienced a loss of consciousness. Paramedics were called and upon their arrival, a reading of 31 mg/dl was obtained on their meter and customer was administered unspecified intravenous medication and rushed to a hospital. At the hospital, customer was provided orange juice and then discharged "a few hours later". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Caller, customer's roommate, reported the customer was unable to test due to his adc freestyle insulinx meter not powering on with button press or test strip insertion. Caller further reported that on an unspecified date "last month", she went to wake the customer and noted "he was breathing heavy and not responding", due to having experienced a loss of consciousness. Paramedics were called and upon their arrival, a reading of 31 mg/dl was obtained on their meter and customer was administered unspecified intravenous medication and rushed to a hospital. At the hospital, customer was provided orange juice and then discharged "a few hours later". There was no report of death or permanent impairment associated with this event.